Event description:
Uneventful reduction and fixation of l4. Physician experienced difficulty positioning jamshidi needle on right side only. Pt awoke with no back pain, normal ambulation, and experienced radicular pain in right leg. Physician performed decompression three days later. Pain in right leg was reduced, and pt was discharged. Pt subsequently fell in nursing home, sustaining a subdural hematoma, and died. Physician believed there was no device failure, and probable root cause was placement of jamshidi needle, causing initial breach in posterior cortex at pedicle junction. Device was not returned. Kyphon considers this report to be closed.

Event description:
Add'l info rec'd from rptr 11/7/02: correction to section b5 and a change to section b2, from death to required intervention to prevent permanent impairment/damage. On CT, a small amount of pmma appeared to have extruded from a breach in the posterior cortex at the pedicle junction. The pmma to extruded into the epidural space causing the radicular symptoms. The adverse event was reviewed by kyphon's reps of quality, regulatory affairs, and medical affairs. It was determined that the event does meet the definition of a serious medical injury because a medical intervention was required to prevent permanent impairment. However, the original mandatory report was inadvertently filed with an incorrect "outcome attributed to adverse event". Based on the nature and sequence of clinical events, death was attributed to a subdural hematoma secondary to head trauma sustained in a fall subsequent to the pt's hosp discharge. It was not a result of a pt's surgery.